Event description:
A remstar auto a-flex device was returned to a third-party service center for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, error code e-53 (comp_log_sem_timeout) was confirmed in the device error log. The technician confirmed dust and dirt inside the device. The device passed all testing. No repairs were made, and the device was scrapped per the customer's request.